Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 465 mg/dl. The customer did not provide details regarding symptoms. The customer declined troubleshooting and said she gave herself a correction and while she was holding for troubleshooting, her blood glucose level was 158 mg/dl. Customer did received a sensor updating or sensor glucose value not available alert. Customer did not received a calibration not accepted alert. Customer did received a change sensor alert. The insulin pump was not returned for analysis.